Event description:
Additional information indicated the patient needed a new pump related to the pump stopping ¿last week,¿ or during the week of (B)(6) 2013. The patient was "getting less than half of what it is, because it¿s kinked and the battery is low". The patient stated the ¿volume was way off.¿ it was said that ¿8-9 cc¿s were drawn.¿ the caller felt the follow up health care provider ¿did not know anything about the pump.¿ reportedly, the hcp would not refill the pump because the hcp ¿thought there was medication in the pump.¿ it was also stated the patient did not have a refill hcp. The pump was going to be interrogated on (B)(6) 2013. The patient was getting an MRI and a possible pump replacement in the future. The patient had 8 cc left in the pump and it was said this was another week¿s worth of medicine. The caller reported the patient receives ¿14mcg and 1.1 bolus for every 6 hours.¿ the patient was reported to get ¿freaked out¿ whenever she heard the alarm. It was later reported that the hcp speculated the patient was being abused and drugged. The patient had been previously discharged from 3-4 pain practices. The patient had a failed dye study. The pump was previously used to deliver clonidine, but was, at the time of this report, used to deliver hydromorphone.

Event description:
Additional information received reported the pump battery had depleted and the catheter was "kinked". The patient indicated they were told on (B)(6) 2013 that the message they are seeing was determined to be the pump battery had depleted and very little medication was going through the catheter; patient stated half or less of the medication. A volume discrepancy encountered was an actual residual volume of 10ml, when the expected was only 0.2cc. The patient noted having problems for the last 6 months, leading up to the report date. The patient noted dissatisfaction with their health care provider (hcp). The patient indicated the hcp would not check into pump issues when the patient started to question possible issues. It was noted that clonidine was taken out of the pump, thus the pump was used to deliver hydromorphone only.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, at an unspecified time, the actual reservoir volume and the expected reservoir volume were both 3ml; no discrepancy was identified. The patient experienced an exacerbation of her chronic pain. The patient had ¿superior pain relief¿ following the replacement. It was noted that the devices were retained by the replacing facility. The patient was previously receiving dilaudid 14mg/day and received 3mg/day at 10mg/ml following the pump and catheter replacement. Per the manufacturer's device registration database, catheter serial #(B)(4) and pump serial #(B)(4) were replaced on (B)(6) 2013.

Event description:
Additional information received reported that the patient had increased pain and being denied boluses. At the refill on the date of this report, "there was 4.8 cc's left when the patient used all of her boluses." The expected residual volume was unknown.

Event description:
It was reported there was a volume discrepancy. The patient programmer therapy manager (ptm) showed a critical alarm due to an empty reservoir. The patient was scheduled for a refill the next morning ((B)(6) 2012) at 11:30. At the refill the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 6 milliliters and the erv was 0.2 milliliters. The patient was having more pain, but also "under additional stress." Fluoroscopy did not show any apparent issues with the catheter. Event logs were not read. The device system was being used to deliver hydromorphone and clonidine. Additional information has been requested, but was not available as of the date of this report.